Manufacturer narrative:
The device was removed but not returned. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient experienced headaches when the device was on. The patient declined reprogramming and had the device explanted. There have been no reports of further complications regarding this event.